Event description:
Customer's mother reported via phone call that the act button on the insulin pump had an intermittent response. Blood glucose value is unknown. It was advised to discontinue the use of the device and revert to a backup plan. The insulin pump would be replaced and returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was intermittent button response due to flattened and creased act buttons dome switch. The insulin pump has minor scratched lcd window, cracked case at the display window corner, cracked battery tube threads, broken belt clip slot and cracked reservoir tube lip.